Event description:
It was reported that the patient presented to the clinic for a device upgrade. During the procedure, the stylet became stuck in the left ventricle lead, and the physician had to use extra force to remove it. As a result, the lead was not used. The patient was stable in condition.